Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the plug unit is not waterproof due to deformation of the plug unit. The most probable cause of this complaint causes due to some kind of stress such as damage or deterioration of parts is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited deformation of the plug unit. There was no patient involvement.